Event description:
Nurse sustained a dirty needle stick during an emergency im injection to an agitated resident. Per nurse she activated the plastic safety glide over the needle and a portion of the plastic cover failed to cover the entire needle. She placed the used syringe onto her other hand and was pricked by the uncovered needle part. Department inspected 5 of these same needles, and found 2 out of the 5 were malfunctioning, when activating the plastic safety cover some were not covering the entire needle completely.